Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified corrosion on the liquid crystal display (lcd) which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system blank screen which was observed upon power up of the device. Evaluation determined the cause was corrosion on the lcd which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a blank display. There was no patient involvement. No additional information is available.